Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's stimulator was not taking care of their pain since implant, so the patient had a stimulator from another manufacturer implanted. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.